Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device evaluation: the device was returned and evaluated by a cross functional engineering team on december 30, 2019. The team confirmed that biological material was present in the balloon (evidence of the rupture) and biological material was also present in the device's lumen. Under microscopic inspection, there were no noticeable kinks or other damage identified. Using an 0.035" guide wire, no resistance was felt, and no biological material was identified on the guide wire. While inflating the device with water, a leak was noticed after instilling 2cc of fluid, located at the proximal end of the balloon. Using the microscope, a tear to the balloon was identified and was 17mm long. Further analysis continues and results will be communicated via a follow up MDR for this event when device evaluation is complete.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) and a right atrial (ra) lead due to non function. During preparation for use, a spectranetics bridge occlusion balloon was being prepared inside the body in case an adverse event would happen during the procedure. Part of the preparation is to appropriately locate the bridge balloon in the patient's superior vena cava (svc), and then inflate the balloon with contrast mixture to ensure proper placement within the body and to ensure the bridge balloon is functioning properly, per standard protocol as instructed in the device's instructions for use (IFU). The balloon is then deflated and pulled back into the patient's inferior vena cava (ivc) or other vessel in order to access it immediately in the event of an emergency. However, in this case, when the physician reportedly inflated the bridge balloon with 25cc contrast mixture, the bridge balloon reportedly ruptured inside the patient's body which exposed the patient to contrast mixture in the bloodstream. The ruptured balloon was removed from the body and another bridge balloon was inserted into the patient and performed as intended with no further issue. No injury was sustained by the patient in this event. The extraction then proceeded successfully with no reported patient harm.

Manufacturer narrative:
H6): results and conclusions codes populated after final device evaluation was complete. Final device evaluation: the bridge device was further cleaned and taken to the failure analysis lab after the initial device evaluation had been completed. The analysis was completed on 29 jan 2020. The team confirmed that there was external damage to the bridge balloon. An object had scored the surface of the balloon but did not penetrate all the way through. The damage originated from the proximal end and extended distally. This scoring of the balloon compromised the integrity of the balloon and during inflation, the balloon ruptured. The team could not determine when the external damage to the balloon occurred; a cause of this reported failure could not be established. H3 other text : placeholder.